Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula retracted, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
Serial no changed from (B)(6) to (B)(6). Unique identifier (UDI) # changed from (B)(4) to (B)(4).

Manufacturer narrative:
The device was received undeployed. The cannula could not retract if it did not deploy. The device completed first prime in an expected number of pulses. The device was deactivated before second prime could initiate. No issues capable of preventing the deployment of the needle were observed.